Event description:
It was reported that the console was operating but not effectively debriding tissue as expected - even on the highest setting. The saline was coming out and misting but also dribbled more than usual. There was no delay or change in treatment during the case but just not as effective as usual. There were no obvious problems with hand pieces although it was noted that this problem had occurred previously and not reported to anyone. During functional, it was showed that the red light was displayed.